Event description:
It was reported that during implant, it was difficult to insert the atrial lead into the device header. Eventually, the lead was inserted and secured. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.